Event description:
It was reported that the forceps broke during surgery. According to the surgeon, exceptional force was not applied to product. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and the manufacturing documents show conformity to specification. The investigation of the forceps shows that one part of the tip is broken off. The broken surface is homogenous which indicated material conformity. No further damages are visible. We are unable to determine the exact cause of the breakage.